Event description:
Mcglothlen, g., ramirez, e., grigsby, e. Acute altered level of consciousness following idd reservoir refill procedure. Bf is a (B)(6) female with a medical history of hypertension, renal insufficiency, tobacco abuse, copd, and intractable low back pain from post-laminectomy syndrome. Several years prior to the event, the patient having failed conservative therapy, underwent a successful it opioid trial and was subsequently implanted with a medtronic synchromed ii intraspinal drug delivery system. A few weeks prior to the event she was treated and released from the local hospital for anemia from a gi bleed. On the day of the event she was seen in the clinic for a scheduled reservoir refill of intrathecal fentanyl 6,000mcg/ml with ziconitide 1.9mcg/ml dosed at 1,800mcg/day and 0.57mcg/day respectively. Due to the patient¿s severe mechanical low back pain she was positioned in the exam room chair for the pump reservoir refill procedure. At the time of the refill procedure the patient was neurologically intact and her blood pressure was 102/50mmhg. The pump pocket, located in the left lower quadrant of the abdomen, was palpated to identify the catheter access port and approximate the location of the reservoir refill access port. The pocket was prepped and draped aseptically, and lidocaine 1% with sodium bicarbonate was used for local anesthetic. A 22 gauge non-coring needle was inserted into the pump reservoir access port where it scraped the sidewall within the reservoir. The access needle was advanced until it hit the hard surface and could not be advanced any further. Three mls of clear fluid were easily aspirated and discarded, consistent with the expected reservoir volume from interrogation of the pump. The reservoir was then refilled with 20ml of fentanyl 6,000mcg/ml and ziconitide 1.9mcg/ml with minimal passive injectate due to the negative pressure produced from aspiration of the old drug. Two ml of the infusate were injected, aspirated, and re-injected, which appeared to confirm appropriate placement of the needle in the pump reservoir. The next 10ml were injected and 2ml of clear fluid aspirated and re-injected. This process was repeated until all of the injectate was emptied into the reservoir. The system was never open to air and the clinician kept constant pressure on the access needle to assure contact with the back of the pump. The refill procedure was completed, the access needle removed, and the pump was reprogrammed with a dose reduction to 1,600mcg/day fentanyl and 0.5mcg/day ziconitide per the patient¿s request. During the refill procedure, the patient reported she ¿felt sleepy all of a sudden¿ but there was no change in her level of consciousness during the refill procedure or the remaining clinic visit. The patient appeared to tolerate the procedure well and was dismissed from the clinic. After the patient left the clinic the scheduler reported that while the patient was checking out she said she wasn¿t feeling well and thought perhaps she was hungry and so decided to drive to a local fast food drive-in with her elderly husband. A short time later the clinic from the emergency department at the local hospital to inform us that our patient was found unresponsive with pin-point pupils at a local fast food drive-in where she was given naloxone 1mg IV per pre-hospital protocol, improved neurologically, and brought in by ambulance. Upon arrival in the ed at 15:45, the patient was awake, able to follow commands, and moved all four extremities, but her speech was mumbled. Her systolic blood pressure was in the low 80-90s, pulse oximetry was 98% on 3l oxygen by cannula. EKG showed sinus tachycardia without ectopy, white blood cells 20.6, and hematocrit 29.1, both considered baseline with somewhat higher bun at 48 and creatinine at 2.3. Portable cxr was done with no acute findings and a CT scan of the brain without contrast showed only an old small left parietal infarct, otherwise no acute findings. She received an IV normal saline bolus for hypotension. Re-evaluation in the ed one hour later found the patient to be alert and oriented with coherent speech but her vital signs remained labile. She required critical care in the ed for altered level of consciousness, significant opioid overdose, hypotension, and acute renal failure. Other care included the clinic provider¿s evaluation of the patient¿s pump status. In the ed the pump reservoir was re-accessed at 18:11 and the aspirate found to be 18.8ml with a deficit of 1.2ml within three hours of the reservoir refill procedure, evidence that a pocket fill was most likely the etiology for the patient¿s altered level of consciousness, tachycardia, and hypotension. At 18:34 the pump was reprogrammed and the dose decreased to 1,300mcg/day of fentanyl and 0.4mcg/day of ziconitide, continuous rate. She was kept overnight in a monitored setting and was dismissed the following day without sequelae.

Manufacturer narrative:
Catheter model: unk, serial/lot#: unk, it was not possible to match this event to a previously reported event. (B)(4).